Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had blisters under the front electrode. The patient went to the emergency room to seek care for the blisters. The patient's physician debrided the blister. The patient used a prescription strength cream given to her by the emergency room personnel. Follow-up indicated that the blister had improved.

Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll with additional information about a patient's report of blisters under the front electrode of the lifevest. The patient was reported to have diabetes. The patient continued to go to a wound care facility in order to address the blisters. During a follow up call, the patient reported that the blisters had scabbed over and healed. A distributor contacted zoll to report that a patient had blisters under the front electrode. The patient went to the emergency room to seek care for the blisters. The patient's physician debrided the blister. The patient used a prescription strength cream given to her by the ER personnel. Follow-up indicated that the blister had improved.